Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.6, lab: 5.3. Patient also reported feeling disoriented at time of event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.6, ref.: 5.3, mean: 3.45, confidence limits: 2.0-5.0, result: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/ inr testing. User reported difficulty obtaining necessary sample volume to perform testing. User reported milking patient finger in the attempt to collect sufficient sample for test. Per product user guide ¿ precautions and warnings, ¿do not use strong, repetitive pressure to collect the drop of blood.¿ milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. In-house therapeutic donor testing has been performed on reported lot 285228 on (B)(6) 2012. Results as follows: donor (B)(6): inratio: 2.8, 2.7, 2.5, ref.: 3.30, bias-threshold: 2.30-4.30, %cv: 5.73. Donor (B)(6): inratio: 4.4, 4.8, 4.8, ref.: 4.12, bias-threshold: 3.12-5.12, %cv: 4.95. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client¿s data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). This issue and lot number will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.